Manufacturer narrative:
Results: the benchmark was kinked approximately 102.5 and 103.5 cm from the hub. The neuron select catheter 5f (5f select) was undamaged. Conclusions: evaluation of the returned benchmark confirmed kinks on the distal shaft. If the device is forcefully advanced against resistance, damage such as kinks may occur. It was reported that the benchmark was advanced into the patient without a delivery catheter. This may have contributed to resistance while advancing during the procedure. During functional testing, the returned 5f select was advanced through the benchmark without an issue. The benchmark was then advanced through a demonstration neuron max without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure to treat an arteriovenous malformation (avm) using a benchmark 6f 071 delivery catheter (benchmark) and a guidewire. During the procedure, while advancing the benchmark over the guidewire with no delivery catheter in the carotid artery, the benchmark kinked; therefore, it was removed. It was reported that the physician experienced resistance while removing the benchmark. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.